Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, reported as peritoneal dialysis infection. The cause of the peritonitis event was not reported. The same day as event onset, the patient was hospitalized for the event. Treatment was not reported. Three days after hospital admission the patient was discharged from the hospital. Action with pd therapy was not reported. The patient outcome was not reported. Fifteen days after hospital discharge the peritonitis was ongoing. It was not reported if the patient was re-hospitalized. The patient was treated with intraperitoneal cephalosporin (no further details provided) for the event. At the time of this report, the patient was not recovered from and dianeal therapy was ongoing. No additional information is available as the reporter declined follow up.